Event description:
It was reported that there was high impedance in the superior vena cava (svc) coil of the right ventricular lead. It was further reported that the svc impedance change was due to an insulation breach. The svc portion of the lead was capped and a pin plug was inserted in the can. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was later reported that the svc coil continued to exhibit high impedance and was subsequently programmed off. The date that the coil was programmed off is unclear. The physician plans to place a new right ventricular (rv) lead as some point in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.